Event description:
Customer reported an issue with incorrect pump time settings, which had a discrepancy of more than five minutes. No adverse impact to the customer¿s blood glucose level was noted, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor for recurring discrepancies. Customer acknowledged and understood the guidance provided.